Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 337 mg/dl to over 500 mg/dl. Multiple supply changes were performed and manual injections were administered to correct. A system check was performed and the pump performed as intended. Reportedly, the customer had been using the current cartridge for 4 days.